Event description:
Event description guidant received information that this transvenous atrial lead exhibited poor atrial sensing and capture. The atrial lead was found to be dislodged. During the procedure to reposition the lead, the helix would not retract. This lead was then explanted and another right atrial transvenous lead was successfully implant. Additional information was received that during device interrogation prior to discharge from the hospital for this procedure, the right ventricular lead was found to be dislodged. The right ventricular lead was then successfully repositioned, extending the patient's hospitalization by one day. No adverse patient symptoms were reported.